Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl. The patient felt dizzy and disoriented due to the high blood glucose, and he treated via insulin pump bolus. The infusion set cannula was inspected and found to be straight. There were no air bubbles in the infusion set and reservoir, though he did note that there were occasional air bubbles in previous reservoirs. Troubleshooting did not continue as the costumer currently had an appointment to attend. No products were returned or replaced; the customer was offered a replacement set but he declined.